Event description:
It was reported that it was impossible to perform the manual prime on the insulin pump. She stated that all insulin was pushed out of the reservoir. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, due to loose drive support disk. Unit had missing end cap sticker.